Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the reported event for displayed error messages. Further visual inspection found a portion of the teflon pad had separated and exposing the metal jaw. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure, the device malfunctioned and displayed unspecified error codes. The procedure was completed using a different device. There was no patient injury reported.